Event description:
Per the clinic, the patient experienced an extrusion, exposing the implant (specific date not reported). Subsequently, the device was explanted (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 06, 2024.